Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units machine is not switching on.

Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. Record cancelled as duplicate of tw# (B)(4) mfg report number. 2249723-2023-02005.

Event description:
Record cancelled as duplicate of tw# (B)(4) mfg report number. 2249723-2023-02005.